Manufacturer narrative:
Correction b5: event details updated based on the provided information h6: health impact code updated based on the provided information additional information d4: lot number added d4: full UDI added.

Event description:
It was reported that during a procedure, the e-sep pencil activated without the buttons being pushed and the patient got burned. The pencil was plugged into the generator and activated without either of the buttons being deployed. The pencil was removed from the field and a new one was provided. It was further reported that the burn was treated with marcaine and dermabond to prevent infection. The procedure was completed successfully. It was further reported that the user did not use a holster while the pencil was not in use.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, the e-sep pencil activated without the buttons being pushed and the patient got burned. The pencil was plugged into the generator and activated without either of the buttons being deployed. The pencil was removed from the field and a new one was provided. The procedure was completed successfully; no adverse consequences or medical intervention were reported.